Manufacturer narrative:
We reviewed the issue and procedure with the surgeon. No device defects or malfunctions were detected. The orthalign plus device performed normally during the procedure. X-rays were not provided to orthalign. The fracture apparently happened while placing the mounting pins for the cutting block.

Event description:
A surgeon reported that a fracture in the tibia occurred during placement of the tibial cutting block during an unicompartmental knee arthroplasty procedure navigated by the orthalign plus system. The fracture required use of a small fragment plate and screws to stabilize the proximal tibia below the resection site.